Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that for the past 2-3 weeks patient was experience burning and welling at the battery site. Patient stated when she turned the stimulator off, it went away. Patient stated she would call rep when she got to her appointment with the office. Patient does not recall if the area was hit or if something fell on it. Patient currently has the ins turned off and is waiting for an appointment to be evaluated. Issue not resolved at this time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the hcp did not see it necessary to return the device for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient went back to the implanting physician regarding the swelling and burning around the battery site. An explant was set for (B)(6) 2020. The patient was unhappy and uncomfortable with device implanted. No further complications were reported.